Event description:
On (B) (6) 2008, the primary surgery was performed. On (B) (6) 2008, it was found through the x-ray that the connector was disassembled from the screw post. A revision surgery is anticipated, but has not been performed.

Manufacturer narrative:
A revision surgery is anticipated, but has not been performed. In the event of revision surgery, product has been requested for eval, and if received, will confirm lot number and will be supplied on a supplemental. MDR will be updated to serious injury if revision is completed.